Event description:
Additional information received reported that the patient was working with a physician and had an appointment scheduled for 2013 (B)(6) to have the device regulated.

Event description:
It was reported that the patient had been to the emergency room 3 times since (B)(6) 2012 as well as to urgent care several times because her system was not working. No further information was reported. If additional information becomes available, a follow-up report will be submitted.

Manufacturer narrative:
Concomitant products: product ID 435135, serial # (B)(4), implanted: (B)(6) 2012, product type lead; product ID 435135, serial # (B)(4), implanted: (B)(6) 2012, product type lead. (B)(4).

Event description:
It was later reported the patient never had therapeutic effect and had continued nausea and vomiting that had ¿never really went away.¿ it was stated, the impedance measurements were normal. Reportedly, the healthcare provider reprogrammed the patient¿s device.

Manufacturer narrative:
(B)(4).